Manufacturer narrative:
On 9/18/2019, mentor became aware that (B)(4) were duplicated and manufacturer¿s report number 1645337-2018-04428 is a duplicate of this report. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this (B)(4). The date problem observed was (B)(6) 2018, the patient¿s ethnicity was hispanic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate profile 275cc, serial number (B)(4), lot number 6624808. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2023, additional information was received indicating the patient's explantation surgery has been cancelled. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade IV, bilateral deflation and implant site fluid collection on the right side. The patient underwent a drainage of the fluid four years ago. The date of explantation was identified as (B)(6) 2023. This report is for the right breast prosthesis. H6. Health effect - clinical code e2403: implant site fluid collection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/01/18, the date of manufacturing was reported incorrectly. On 06/14,18, it was reported to mentor that the device history record (DHR) of lot number 6673466 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The actual manufacturing date was 01/01/2013. This information due date was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).